Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited constant air in line. No patient injury was reported.

Manufacturer narrative:
Device evaluation: visual inspection performed, reviewed the event history log and found that ll0 was programmed on 11nov2022 along with the error, air in line detected. A cassette was attached and issue was observed. The reported issue was duplicated and the pump displayed the alarm air in line detected. The cause is a fault in the air detector. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of august of 2015 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device was last serviced on 11apr2022 and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event.